Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer was advised to connect the speakers and measure for 8 ohms. If the speaker reading was good, take a new speaker and swap it to verify which speaker requires replacement. The customer reported an ohm readings off the mc speaker ranging from 8.9 to 40k ohms. The customer replaced the speakers and the issue was resolved. The unit was returned to service.

Event description:
It was reported that the unit logged a primary alarm failed error alert. There was no patient involvement.